Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and determined the customer was using a lot of disposable tips (lot #63906p5) that do not meet specification. Failure investigation has determined that the disposable tips have been identified as a root cause of this device malfunction. The instrument was inspected, tested without further problem, and returned to service with a new lot of disposable tips.